Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 520 mg/dl in the morning. The the customer¿s blood glucose was 279 mg/dl at the time of the incident. Customer¿s current blood glucose was 527 mg/dl. The customer experienced symptoms like sour stomach. The customer treated their high blood glucose with bolus. The drive support cap appeared normal. The product was not returned for analysis